Manufacturer narrative:
10/2/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The clevis is damaged due to interference with the tube straightener.

Event description:
During a gastroplasty "coelio" procedure, the instrument broke.